Event description:
Transabdominal pelvic scan performed on an (B)(6) patient. Ultrasound transducer caused a long scratch on patient's skin with redness and slight bleeding. Transducer removed from service and sent for inspection and repair. Manufacturer response for ultrasound transducer c5-1, (brand not provided) (per site reporter). Radiology management addressed it.